Event description:
Site reported fiber had sparked and caused smoke to appear during a laser hair reduction treatment using elite+.

Manufacturer narrative:
Cynosure clinical reached out to the site and confirmed no patient injuries had occurred. It was also determined that the treatment provider had not received official training. Spark and visible damage was observed at the distal end of the fiber. Operator was unaware of the handling precautions required for the optic fiber and may have inadvertently pulled or stressed the fiber during treatment. Labeling informs users that the optic fiber is fragile and to never tightly bend or wind the fiber more than 30cm. Proper clinical training was discussed in detail with the site. The device history record confirms that the product passed and met all requirements before releasing. Cynosure field service engineer (fse) arrived at site and confirmed fiber had broke. To resolve the issue, fse replaced the fiber. This event is reportable since a device malfunction occurred and it if were to reoccur, it can cause a serious injury.